Manufacturer narrative:
(B)(4).

Event description:
Patient is removing the safety guard when the sensor eject to the applicator. It was reported that a safety guard removal occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The sensor was inserted into the abdomen on (B)(6) 2021. The probable cause was determined to be signal loss due to the transmitter and app not being able to complete a data transfer. The reported event of a safety guard removal is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.